Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify when the alleged inaccuracy issue first occurred. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿227 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient did not report what diabetes management routine he was following or if he made any changes to this routine as a result of the alleged inaccuracy issue. The patient reported that an unspecified time after the alleged issue began he developed symptoms of ¿shaking and sweating¿ and reported receiving third party treatment of glucose (type and dose unspecified). The patient also reported that at an unspecified time he had his blood glucose tested using a true metrix meter and a result of ¿32 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The patient did not have any control solution available to perform a control test on the subject meter and test strips. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high blood glucose result with the subject meter.